Event description:
It was reported to boston scientific corporation in 2007 that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a 61 year old patient the same day (patient gender and weight unknown). According to the complainant, the patient was diagnosed with cbd stone at 1.5 cm size. The combined clever cut sphincterotome (olympus) and jagwire 035/450 was cannulated to cbd, sphincterotomy was performed. The jagwire was removed in order to inject contrast into gw lumen for better flow rate of injection. Then the jagwire was needed to re-insert to the sphincterotome for exchange with balloon extractor but the nurse found the flap at distal 5 cm black tip. A new jagwire was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. A visual examination of the returned device revealed that the pebax is cut and missing at the distal tip of the device. Although the exact cause of failure cannot be determined the most probable cause for the reported event may be due to the wire coming into contact with a sharp instrument or object.